Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states that paramedics were called and they took the customer to the emergency room. The customer's blood glucose level at the time of incident was 546mg/dl. The customer's current level was 464mg/dl. Troubleshoot for the high level was conducted. The customer mentioned that the sensor was causing a rash. The customer declined to troubleshoot the sensor. The customer was able to conduct successful high pressure test. Nothing is being replaced or returned at this time.